Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10501. It was reported, the patient was not receiving stimulation. In addition, the patient stated, she is feeling pain at the ipg site. Follow up information revealed impedance values were within normal range, the patient is able to charge the ipg and has stimulation in all painful areas. It was reported the patient will continue to follow up with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.